Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: precipitation upon withdrawal during use. During the withdrawal of the medication (furix inj. Orifarm), precipitation occurred in the syringe into which the medication was drawn. Additional information provided: no patient was harmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. Precipitation was reported upon withdrawal of the medication. To support the investigation, one sample in an opened packaging blister and four photographs were submitted for evaluation by the quality team. A visual inspection of the sample revealed no defects or imperfections. The sample was assembled with an empty syringe to draw a saline solution. No foreign matter was observed in the solution drawn into the syringe, nor in the solution then expelled into a glass container. The four photographs provided depict a needle assembled to a syringe, with the needle assembly featuring a plastic shield and seated in an opened packaging blister. No additional information could be obtained from the images. A device history record review was conducted for material number 305211, lot 5002080. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the reported symptom could not be confirmed.